Event description:
The reporter stated that there was an occurrence with a needle in which a nurse sustained a needlestick injury. It was reported that the IV therapist involved was called to this pt's room to give tpa through the port as there was no blood return and the pt was to receive high dose chemo. The reporter stated that she did not know how long the specific needle had been in use, she speculated that it had been inserted at least day before the occurrence and it was unk if there were any problems with the accessing of the needle. The IV nurse assessed the situation, got no blood return and pt complained of burning with flushing with ns. After this assessment the nurse felt the needle may not be in the correct position so she was going to remove the needle. During the removal process the IV therapist was unable to get the needle locked into the safety position as the needle was found to be bent, curved like a "c" with a barbed tip, during this manipulation the nurse was stuck with the needle. The needle was discarded in the sharps container. The pt was an hiv positive pt. The IV nurse reported to occupational health within an hour of the occurrence and was started on the hiv prophylactic medication routine and will be monitored with labs for a minimum of one year.